Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was further specified as ¿non-compliance to sterilization technique¿. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. The patient recovered from the event and antibiotic treatment was discontinued after 22 days of treatment. The action taken with dianeal therapies was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.